Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) performed troubleshooting with the customer over the phone. Customer reported that there were no errors found in the ventilator logs. Customer performed extended self-testing and all tests passed. The ventilator was returned to use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.